Event description:
User facility become aware of this event on (B)(6) 2010. It is MDR reportable by (B)(6) guidelines of surgical intervention. Issue has resolved with flap lift and removal of epithelial in-growth. Patient had primary uneventful ilasik procedure (B)(6) 2010. Trace dlk in early post op period. Resolved with steroids. Island of epithelial in-growth od at 1 week post op (paracentral). Irregular astigmatisms and drop in ucva from 20/20 to 20/30 2 weeks post op, flap lift and removal of island of epith ingrowth. Patient has done well and returned to ucva 20/20.

Manufacturer narrative:
(B)(4). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse completed the scheduled quarterly preventive maintenance with no problems reported. System met amo specifications.